Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. H. 6. - pat. Prob. Code = 3191: no code available - this report was not associated with a human patient. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported breakage using the surflo catheter device. Follow up communication with the user facility reported: an animal patient was "recovering from a routine castration and about 10 minutes of excavation" and it was noted that the catheter was missing from the front leg; at that point, a well check was done every three minutes and the animal patient was laying on its side calmly; it was reported when pet was taken out for evaluation the catheter cap was found in the kennel but not the catheter; radiographs taken determined the catheter was digested and it appears to be in the lung tissue; it was reported after speaking with the specialist they seem to feel it should be okay unless patient shows signs otherwise; and it was reported the animal patient seems to be doing well. Additional information was reported on 1/27/2016: the doctor reported that 10 minutes after the dog was taken to recovery and the tracheotomy tube was removed they noted the catheter was missing; when they discussed the situation with the owners they stated the dog was notorious for chewing anything it could; she believes that while he was chewing on the catheter that he ingested it; and the animal patient is scheduled to go back on (B)(6) to have another radiograph done to check if it has migrated out of the lung.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention samples from the reported product code/lot number. Visual evaluation revealed no defects. The catheter tube (as raw material) has been evaluated and confirmed to meet manufacturer specification. The catheter tube is composed of ethylene tetrafluoroethylene (etfe) material which has high tensile strength. The catheter tube testing for tensile strength was conducted and confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history records was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and testing and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2016-00008 to provide the retention sample evaluation.